Event description:
It was reported that the device flow was too low. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. No problems were found in the event history log. Functional testing could not replicate nor confirm the reported issue; the flow rate was within tolerance and the pump was working without any errors. The root cause was determined to be a user related issue. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.